Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported to that a patient underwent an MRI and unrelated surgical procedure and did not set the ipg into surgery mode or MRI mode. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Surgical intervention is pending.